Event description:
Company representative reported "an eye-lash was found in this unopened expander". The device was not implanted.

Manufacturer narrative:
Reason for re-operation - not applicable since device was not implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, hair/fiber on implant: observed, hair-like fiber on implant. It can¿t be determined, if the package is completely sealed, due to the photos provided. Therefore, it is not assessed as workmanship. However, a further investigation will be requested, to analyze this event. No additional observations are performed. A further investigation is requested, to analyze the event of fiber inside package.

Event description:
Company representative reported, "an eye-lash was found in this unopened expander". The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ hair/fiber on implant: observed hair-like fiber on sealed package. Fiber was sent to an external laboratory, and it was concluded that it is a natural hair. Additional observations: ¿ no other observation observed. Further investigation (B)(6) was opened to analyze the event of hair inside package.

Event description:
Company representative reported "an eye-lash was found in this unopened expander". The device was not implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: hair/fiber on implant.

Event description:
Company representative reported "an eye-lash was found in this unopened expander". The device was not implanted.